Manufacturer narrative:
(B)(4) - (vein damaged). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Medical assessment: description suggests that the pin gave way from the bone. If this is true then the blade would be free to move, but it is blunt while the pin is sharp. Either could damage the segmental vein, but the pin is the more likely cause.

Event description:
A patient underwent an oblique lumbar interbody fusion (olif) at l1-l5. The cages at l2/l3/l4 were inserted without any incident. During impaction of a trial of a cage into l4/l5 disc space, a stability pin which held a dilator came off. The segmental vein seemed to be damaged which caused bleeding. As a result, the procedure was changed to posterior lumbar interbody fusion (plif), and the surgical time was extended.